Manufacturer narrative:
Attempts to obtain additional information have been made. Should additional information become available, this report will be updated.

Manufacturer narrative:
Approximately two years later, the device was explanted for normal battery depletion and replaced with another boston scientific device. There were no allegations of product deficiency at the time of explant and no adverse patient effects reported. The device has been received for analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a review of the device memory log verified that the shock impedance measurements were normal over the last year prior to explant. The impedance values were also normal from the programmer. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the allegation of low shock impedance. The device functioned normally.

Event description:
Boston scientific received information that a latitude red alert was detected due to low shock impedance measurements. There is no information indicating any intervention at this time. No adverse patient effects were reported.